Event description:
New information received notes the patient's electrophysiologist had originally made programming changes due to oversensing on (B)(6) 2024. Programming changes were also made to address capture threshold and sensitivity. Subsequent to those changes the nurse had observed that there was still some oversensing observed on (B)(6) 2024 and had contacted technical services (ts) on (B)(6) 2024. The recommendations from ts were forwarded to the electrophysiologist but the electrophysiologist was comfortable with his original programming changes. The patient was therefore not brought back in for additional evaluation, changes. The patient was marked as dependent on the device but did not have any complaints during the visit in clinic or after the changes were made. The patient was to continue with quarterly remote monitoring of session records and the patient's next follow up in clinic would be in (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
Correction: b3 - date of event: should be blank as the exact date the oversensing began is unknown.

Event description:
Related manufacturer report #: 2017865-2024-22306. It was reported that non sustained oversensing was observed on the implantable cardioverter defibrillator (ICD). The episodes appeared to be a result of loss of capture on at least the right ventricular (rv) and possibly the left ventricular (lv) lead. Suggestions were made to evaluate capture thresholds and adjust capture outputs as necessary. There were no patient consequences.